Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an in-clinic hair regeneration procedure, as the abs-10061t angel prp kit was spinning, blood started leaking outside of the tube right at the knob where the tube is winded. The facility reporter stated that the blood remained on the machine itself and did not leak onto the table or floor. Once the blood was noticed, the staff stopped the machine and opened a second kit from the same lot. The doctor re-drew blood and the case was completed without further issue. The blood was cleaned with cavi wipes. The kit was discarded and will not be returning.